Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, occlusion and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with chest pain and was hospitalized (B)(6) 2014. A 3.5 x 38 mm xience xpedition stent was implanted in the 85% stenosed, narrow, mid right coronary artery (rca). The patient was discharged (B)(6) 2014. On (B)(6) 2017 the patient was hospitalized with chest pain and per angiography, the rca was 90% stenosed. Proximal to the stent was more than 50% and mid stent was 60% stenosed. Balloon dilatation was performed as treatment. The patient was discharged. On (B)(6) 2018, the patient was re-hospitalized for chest pain and per angiograph, the rca opening was completely blocked. Two non-abbott stents were implanted as treatment. The patient was discharged on (B)(6) 2018. Per physician, the event was related to the device. No additional information was provided.